Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on non-magnet electrograms (egm). Undersensing and random pacing on telemetry was also noted on the implantable pulse generator (ipg). The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.